Event description:
It was reported that the patient underwent a sacrocolpopexy procedure on (B)(6) 2002 and mesh was implanted concurrently with abdominal hysterectomy and colposuspension. It was reported that following insertion the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.